Manufacturer narrative:
(B)(4). The s-ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) went to the clinic after receiving shocks. Interrogation of the s-ICD revealed that seven inappropriate shocks were delivered for a fast conducted atrial fibrillation (af). It was also noted that the morphology in the primary sensing vector had changed. An attempt to perform an automatic set up was not successful as a warning was observed on the programmer screen indicating that the signal amplitude was out of range. The conditional zone detection rate was increased from 170 to 200 bpm and the shock zone detection rate was changed from 200 to 230 bpm. The patient's medications will also be reviewed. A memory download was performed and sent to boston scientific technical services (ts) for review. A ts consultant reviewed the data and discussed that in the first treated episode, it was confirmed that a change in morphology occurred, causing t-wave oversensing and the delivery of two inappropriate shocks. In the second episode, the same t-wave oversensing was observed which resulted in the delivery of five inappropriate shocks until therapy exhaustion. The ts consultant also discussed that the shock impedance measurements were around 140 ohms in the recorded episodes which is higher than optimal. Additional troubleshooting was discussed which could potentially help resolve the issue and optimize therapy for this patient. No adverse patient effects were reported.